Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200 to over 300 mg/dl) and boluses via the pump were delivered; however, the bg was not lowering to the target range. The contact did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The contact was to change out the infusion set site and was to discuss the event with a healthcare provider. The contact declined tandem technical support's offer to follow-up to confirm the bg level had declined.